Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had no power and was cracked at the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboots observed in the black box history to support power loss. The battery cap did not tighten securely to the pump and was not able to maintain an electrical connection. There was a crack along the battery compartment threads. The battery cap threads were stripped and damaged. A test battery cap was used for the 24 hour test and there was no issue with loss of power. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.